Manufacturer narrative:
The field service representative (fsr) observed the cell-dyn ruby power supply was damaged and burning. Smoke damage was limited to the power supply and was the only part damaged, no other components were affected. Replacing the power supply resolved the issue. Due to the damage observed in the power supply, it could not be determined where the track damage started in the part. A review of the service history for the cell-dyn ruby revealed no additional issues were reported post replacing of the power supply. A review of tracking and trending did not identify any trends for the cell-dyn ruby. Labeling was reviewed and contains adequate information on hazard, safety, how to minimize potential harm to personnel, and precautions, such as wearing personal protective equipment. Based on the information within the complaint record no product deficiency was identified for the cell-dyn ruby, sn (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The abbott field service representative (fsr) reported the power supply was burning upon a cell-dyn ruby installation. Smoke damage was limited to the power supply. No reported impact to patient management or user safety was reported.